Event description:
It was reported that when the device with reload cartridge was used during a lung biopsy, the device locked out. Another device was used to complete the case. There was no consequence to the pt.